Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient recently got a heart monitor similar to an EKG and the ins has been "going crazy" when the chest/heart is pulsating. The patient further clarified that the heart monitor is unrelated to the implant/therapy. The symptoms occur when laying down or resting and the ins is keeping them awake so they turned it off. Patient will follow up with their healthcare provider (hcp). Patient called back to respond to a patient letter. The steps taken to resolve the ins issue was the patient called their hcp who told them to turn their ins off until the monitor is off. Since then, the ins hasn't been keeping them awake. Their hcp instructed the patient to turn the device on when the monitor is off and the patient reports doing pretty well without the stimulator since turning it off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.